Manufacturer narrative:
The surgical table subject of the event was installed on october 19, 2010 and is not under a steris service contract. The unit is maintained by the user facility's biomedical department. A steris service technician arrived at the facility following the event and observed damage to the top and intermediate sections of the table column covers which prevented the table from lowering to the desired height. From the description of the event, the issue appears to be caused by improperly storing objects on the base of the surgical table. When the table was lowered in height, the telescoping column shrouds made contact with the object causing the table damage observed. Per discussion with the facility's biomed technician, the table damage occurred prior to the procedure subject of this event. The technician informed user facility personnel of the importance of inspecting the table for proper use and operation prior to patient procedures as instructed in the table's operator manual. In addition, the 4085 table is manufactured with a warning label that is directly applied to the table base cover. This label contains a pictorial graphic indicating items should not be stored upon the table base. The label also includes the following text: "warning - do not store items on base - personal injury hazard/equipment damage hazard: failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The steris technician informed facility personnel of the importance of never storing items on the base of the table. The technician completed all necessary repairs on the 4085 surgical table, tested the unit, and returned the table to service. No further issues have been reported.

Event description:
The facility reported that at the start of a procedure, the surgical table would not lower to the desired height due to damaged table column covers. A procedure delay was reported due to the transfer of the patient to another table; the procedure was completed successfully.